Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2022 with low flow alarms and dizziness. The patient stated they took diuretics without adequate fluid intake. It was believed the alarms were related to hypovolemia. The patient was treated with intravenous (IV) fluids and the alarms resolved. An echocardiogram was also performed. Technical services reviewed the patient's log files and confirmed the low flow alarms. On (B)(6) 2022, the patient's computed tomography angiography (cta) revealed a large outflow graft obstruction and a suspected thrombus. The patient was brought to the operating room (or) for a pump exchange.

Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight; however this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported thrombus and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The reported low flow alarms were confirmed via the submitted log file data. According to the account, the low flows were due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hypovolemia could not conclusively be determined. The controller event log file contained data spanning from 28mar2022 at 13:24:19 to 29mar2022 at 11:23:54, per the timestamp. Several intermittent episodes of estimated pump flow being recorded at or below the low flow threshold of 2.5 liters per minute (lpm) were captured throughout the log file. A total of 24 low flow alarms were activated during this time. Throughout the log file data, the pump appeared to have operated as intended at the stored patient speed. Additional information regarding the event, including product return requests, were sent to the account; however, no further information has been provided at this time and heartmate 3 left ventricular assist system, serial number (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2022.